Event description:
Customer is getting no reactivity with two different antibodies using panoscreen I-ii. Customer performed antibody screen on a patient with a previous anti-jka using panoscreen I-ii lot 04254 and obtained negative reactions. Customer also performed antibody screen on a patient with a previous anti-k using panoscreen I-ii lot 04254 and obtained negative reactions.

Manufacturer narrative:
The customer's use of gel methodology is outside of labeling criteria of panoscreen. Retention panoscreen I and ii, lot 04254 was tested with retention anti-jka, lot jka64c-1 and anti-k, lot 8h7532. The reactivity of k and jka antigens was observed. Returned panoscreen I and ii, lot 04254 (three sets) were tested with retention anti-jka, lot jka64c-1 and anti-k, lot 8h7532 (customer used an ortho anti-k). The reactivity of k and jka antigens was observed. Customer's returned sample labeled as anti-k and sample labeled as anti-jka were tested with returned and retention panoscreen I and ii lot, 04254, using retention immuadd lot 7g5513 as potentiator. A room temperature (rt) incubation was included. Sample anti-k was tested using two set of parameters. The first set was tested with rt incubation only. The second set was tested at 37c and at the indirect antiglobulin (iat), using retention anti-igg, lot mgg147-2. The sample exhibited 2+ reaction with cell I and +w with cell ii with the return panoscreen, lot 04254. With the retention panoscreen, lot 04254, the sample exhibited 2+ and 1+ respectively. At 37c the sample exhibited no reactivity with both cells, 1+ with cell I and microscopic positive at iat. We were unable to reproduce the customer's observation. There is also an unidentified antibody. The sample was insufficient for further investigation. Sample anti-jka only exhibited weak reactivity with both cells at iat.